Event description:
It was reported that the patient had mild headaches that had become unbearable and unresolved over time. The patient went to the emergency room (ER) where imaging was taken and showed fluid collection on the spine. The patient had a blood patch procedure and reported improvement in headaches after. Additional information was received that the patient had some blood fluid and spinal fluid around the brain. There was a cavernoma which may have bled prior was observed. It was unclear if it came up recently or was already there. A magnetic resonance imaging (MRI) will be performed. Headaches are lessened. The patient had a spinal leak.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7089642, UDI: (B)(4).

Event description:
It was reported that the patient had mild headaches that had become unbearable and unresolved over time. The patient went to the emergency room (ER) where imaging was taken and showed fluid collection on the spine. The patient had a blood patch procedure and reported improvement in headaches after.